Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was failed to open and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) removed the back panel and found no lights on drawers 5.1 or 5.2. Both controller boards and the printed circuit board assembly (pbca) were replaced. After multiple inspections and part replacements, including the retractor band and row board cable, the trays in drawer were individually tested and replaced. The station was powered back up, all cubie pockets were detected, and testing in hardware test application (hta) passed successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was failed to open and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.